Manufacturer narrative:
This report is submitted on january 21, 2022.

Event description:
Per the clinic, the patient experienced a gusher at the time of implantation. Otitis media was repeated after surgery and meningitis was reported three times starting 1.5 years after surgery. The patient was hospitalised and treated with IV antibiotics. The device was explanted on (B)(6) 2021. The patient was not re-implanted.

Manufacturer narrative:
Per the clinic, the patient experienced three episodes of meningitis since (B)(6) 2021. The following additional information was received regarding the episodes of meningitis: the patient is reported to have an etiology of congenital deafness (ip-ii deformity of the cochlea). There were no reported craniofacial malformations, nor basilar skull fractures. The patient did not receive pre-implant immunizations. A csf leak occurred intra-operatively. A gusher was encountered during the initial implant surgery and it was managed by closure with fascia and cartilage pieces. The meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. Several episodes of otitis media were reported. The patient did have a prior upper respiratory infection or otitis media prior to meningitis. Device analysis report attached. This report is submitted on march 04, 2022.